Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / left occlusion only') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 624484) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/ chronic pain"), abdominal pain ("chronic abdominal pain") and fatigue ("fatigue") and was found to have neoplasm ("tumors"). The patient was treated with surgery (ablation and hyst. (Full)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, neoplasm and fatigue outcome was unknown and the menorrhagia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, fatigue, menorrhagia, neoplasm and pelvic pain to be related to essure. The reporter commented: on an unspecified date plaintiff underwent tubal ligation. She received treatment for the following events pelvic pain, chronic abdominal pain, menorrhagia (heavy menstrual bleeding), migration, fatigue and tumors. The essure micro-implants were placeg in both cornua using standard technique. At the end of the procedure, the right cornua had 8 visible coils and the left cornua had 2 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: reporter and lot number added from mr. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / left occlusion only') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 624484) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/ chronic pain"), abdominal pain ("chronic abdominal pain") and fatigue ("fatigue") and was found to have neoplasm ("tumors"). The patient was treated with surgery (ablation and hyst. (Full)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, neoplasm and fatigue outcome was unknown and the menorrhagia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, fatigue, menorrhagia, neoplasm and pelvic pain to be related to essure. The reporter commented: on an unspecified date plaintiff underwent tubal ligation. She received treatment for the following events pelvic pain, chronic abdominal pain, menorrhagia (heavy menstrual bleeding), migration, fatigue and tumors. The essure micro-implants were placeg in both cornua using standard technique. At the end of the procedure, the right cornua had 8 visible coils and the left cornua had 2 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) left occlusion only. Lot number: 624484, manufacture date: 2007-05, expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / left occlusion only') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/ chronic pain"), abdominal pain ("chronic abdominal pain") and fatigue ("fatigue") and was found to have neoplasm ("tumors"). The patient was treated with surgery (ablation and hyst. (Full)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, neoplasm and fatigue outcome was unknown and the menorrhagia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, fatigue, menorrhagia, neoplasm and pelvic pain to be related to essure. The reporter commented: on an unspecified date plaintiff underwent tubal ligation. She received treatment for the following events pelvic pain, chronic abdominal pain, menorrhagia (heavy menstrual bleeding), migration, fatigue and tumors. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: this case was become incident. Event injury was updated as chronic pelvic pain, chronic abdominal pain, menorrhagia (heavy menstrual bleeding), migration, fatigue and tumors. Patient date of birth, lab data, essure removal date, treatment details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.